Event description:
It was reported that the user¿s continuous glucose monitor sensor expired and the ilet operated in bg run mode because the cgm was not paired, and the user declined to start a new sensor despite having a replacement en route; education and troubleshooting on bg run operation were provided. Symptoms included hyperglycemia with fingerstick readings of 335 mg/dl and 338 mg/dl. Outcomes included continued elevated glucose without hospitalization, with instruction to initiate backup therapy if no cgm connection occurred within 72 hours and to contact support if glucose trended higher for assistance with a site change. Investigation included remote technical review and user coaching on device use and cgm pairing. Investigation of this case revealed that the event was associated with use in bg run due to an unpaired or unavailable cgm sensor, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user decision not to start a new cgm sensor leading to operation in bg run and resulting hyperglycemia.